Event description:
Customer reported the monitor went blank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened all connections and reseate pcbs. System operates as intended.